Event description:
Equipment malfunction - endo table broke just before procedure began. Pt positioned on table, asleep and intubated, awaiting arrival of md. Foot of bed suddenly collapsed to floor. Witnesses noted four screws holding table to frame sheared off. Pt did not fall, no injury noted. Pt transferred to another table before procedure could be completed.